Manufacturer narrative:
Unit passed displacement test. Pump error hardware low level failure (variable 3) alarmed during self test and pump trace download confirmed pump error 63 (variable 3) due to broken trace at u1 pin 1/vdd on keypad assembly. Unable to verify audio/absence of alarm during self test due to pump error 63. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose level was unknown at the time of incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete insulin pump rewind. Customer stated that insulin pump passed self test. Customer reported error occurred three times did the rewind and tubing process then did a selftest again and it passed. The insulin pump will be returned for analysis.